Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician treated patient using a closurefast catheter in the proximal popliteal artery and the small saphenous vein(ssv). Target lesion was reported to be fibrous with moderate calcification. It was reported that there was no issues during procedure. The product was used as intended and then thrown away. Patient was not treated under general or local anesthesia. Tumescent infiltration was used. The patient developed an endothermal heat induced thrombus(ehit) a couple of weeks post-procedure. The thrombus length was 2-3 cm. Patient was compliant with post-operative procedures. Patient was sent back to their primary care physician for care. No known prior pertinent medical history.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.